Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter and suffered a pericardial effusion which required a pericardiocentesis and prolonged hospitalization. The device evaluation was completed on 22-nov-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was difficult patient anatomy along with manipulation of catheters and sheaths inside the coronary sinus. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-nov-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter and a vizigo sheath and suffered a pericardial effusion which required a pericardiocentesis and prolonged hospitalization. It was reported that the physician attempted ablation inside the coronary sinus, but due to difficult anatomy it was aborted. The physician attempted both sheath and catheter manipulation inside the coronary sinus for approximately 60 minutes. After aborting the ablation, a pericardial effusion was discovered by the post intracardiac echo and confirmed by ice (catheter). The physician attempted to perform pericardiocentesis which was aborted due to inability to gain access to the pericardial space, and the physician's impression of the effusion decreasing. There were no additional medical interventions. The patients¿ last known status was stable. Additional information received on 14-oct-2025 indicated that the patient was later brought back to the lab. The medical intervention provided was pericardiocentesis and 300ml of fluid was removed. The patient was stable. Additional information was received on 15-oct-2025. The physician¿s opinion on the cause of this adverse event was difficult patient anatomy along with manipulation of catheters and sheaths inside the coronary sinus. The outcome of the adverse event worsened. The patient began showing tamponade physiology later in the day and was brought back to the lab for a pericardiocentesis which was successful in removing 300ml of fluid. Last known status of the patient was improved. The patient required extended hospitalization because of continuing monitoring. The transseptal puncture was performed with baylis nrg. Prior to noting the pericardial effusion, ablation was performed. The event occurred post case when final ice check prior to removing catheters from the body. The flow setting was customary settings. Additional information was received on 16-oct-2025. The specific devices used for accessing the coronary sinus were the thermocool smarttouch sf, decanav, vizigo, and sl1, and it is unclear which specific device lead to the effusion. The patient did not require cardiac surgery. Additionally, informed that the patient will likely be discharged on (B)(6) 2025. One transseptal puncture site was performed during the procedure. No steam pop noted. The flow setting was set to standard settings. The correct catheter settings were selected on the generator. No issue with flow rate change at the start of ablation. No error message observed on the biosense webster equipment during the procedure. Act goal of 350 for the case. The adverse event was assessed as MDR reportable under both the thermocool smarttouch sf catheter and the vizigo sheath (2029046-2025-03724).